Event description:
It was reported by the patient that the remote monitor did not respond to the start button. The patient was advised to try resetting the monitor by unplugging the power cord and then plugging it back in. This did restore power and a manual transmission was received later that day. There were prior successful transmissions from this monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.